Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unknown transmitter error occurred. Data was provided for evaluation. The confirmation of the complaint is confirmed. The probable cause was the patient closed the operating system which closed the app. No additional event or patient information is available.